Event description:
It was reported that during an implant when flushing the lead, the flush was coming out the distal side of the lead not the tip. Therefore, lead was scrapped, and new lead was used. The patient was stable.

Manufacturer narrative:
The reported event for ¿flush was coming out the distal side of the lead¿ was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A flush test was performed and did not find any anomalies.